Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/30/2020. Additional information was requested and the following was obtained: what was the name of the procedure? It was a facial cervical lifting what was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue )? The needle pulled off during passage through tissue and it was possible to remove it from it without consequences to the patient. What was used to complete the procedure? It was used a new wire and needle. Was there any patient consequence or injury? There was no consequences or injuries to the patient.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mmm884, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue )? What was used to complete the procedure? Was there any patient consequence or injury? What is the condition of the patient?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle came out of the thread in the 1st loop. There were no adverse patient consequences reported. Additional information was requested.